Event description:
It was reported that the trigger of the system 5 sagittal saw is stuck. This was noticed during incoming inspection. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not available for evaluation at this time. If additional information is received and the device is returned a follow up report will be submitted. (B)(4): the device is not being returned to the manufacturer for evaluation.